Manufacturer narrative:
Summary evaluation:blister cracked due to environmental stress sracking/lid misplacing.

Event description:
Operating room staff opened box and found two items where the sterility was broken around the liquid vials. This event did not occur during a surgical procedure.